Event description:
It was reported that the patient was brought to the emergency room on (B)(6) 2021 with ICD (implantable cardioverter defibrillator) discharge. The system controller was exchanged shortly after for an unknown cause. Log file analysis captured multiple odd power cable disconnects while on battery power scattered between (B)(6) 2021 and (B)(6)2021. The log also captured a driveline (dl) disconnect on (B)(6) 2021 at 23:00:07. No new data was seen until 9:15 am on 29oct2021 which appeared to be due to the controller swap. There were no unusual alarms prior to the dl disconnect and controller swap. The pump was operating at the set speed and pump parameters were operating in similar ranges prior to dl disconnect and controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient was brought to the emergency room on (B)(6) 2021 due to an implantable cardioverter defibrillator (ICD) discharge. The system controller was exchanged shortly after for an unknown cause and the patient was switched back to his original controller the next morning. The submitted controller event log file captured data from (B)(6) 2021 until the reported controller exchange on (B)(6) 2021. Additional data was captured after the controller was reconnected to the driveline on (B)(6) 2021. No notable alarms were captured prior to the first controller exchange or after the second exchange. The system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4).

Event description:
It was reported that the patient was brought to the emergency room on (B)(6) 2021 with ICD (implantable cardioverter defibrillator) discharge. The system controller was exchanged shortly after for an unknown cause. Log file analysis captured multiple odd power cable disconnects while on battery power scattered between 26oct2021 and 28oct2021. The log also captured a driveline (dl) disconnect on 28oct2021 at 23:00:07. No new data was seen until 9:15 am on 29oct2021 which appeared to be due to the controller swap. There were no unusual alarms prior to the dl disconnect and controller swap. The pump was operating at the set speed and pump parameters were operating in similar ranges prior to dl disconnect and controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.